Event description:
Pt admitted and underwent elective vaginal hysterectomy, rt. Oophorectomy, rt anterior colpoperineorrhaphy, anterior repair, posterior repair, rectocele & enterocele repair. Following attempted sacrospinous ligament fixation (we suspect device malfunction), the needle was immediately noted to be missing from the endostitch handle. The surgeon manually retrieved the needle, but a 2mm piece (the tip of the needle) had broken off, remaining in the pt-deemed by the surgeon to be irretrievable. Attempt was made to reload needle cartridge into the endostitch handle (#1) but failed, as the device would not toggle the cartridge from side to side. A second endostitch (#2) was opened, loaded with cartridge, and needle deployed by surgeon. Removal of endostitch device revealed the needle to be in place (in cartridge loaded into device), however, the tip of the needle was missing. Search of the area, as well as surgeon palpation of cavity, did not find the missing tip of the needle.